Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that a system presented with no irrigation during a procedure. Patient impact is unknown. Additional information has been requested but none has been received.

Manufacturer narrative:
The customer reported that the system did not produce irrigation during treatment. The system was rebooted in the middle of the case. No further information was received. The customer has been contacted for additional information; however, no further information was provided. The company service representative examined the system and was not able to replicate the reported event. The system was then tested and met all product specifications. The system was manufactured on october 13, 2016. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).